Event description:
It was reported the customer had air bubbles in their reservoir. Customer also reported receiving a no delivery alarm on their insulin pump. The customer also stated a clicking noise was heard on their insulin pump. The customer's blood glucose was 13.2 mmol/l. It was found the insulin pump passed a displacement test during troubleshooting. Customer also stated there were no alarms on their insulin pump. The customer was advised to rewind/prime their insulin pump until the air bubbles were no longer visible. Customer's blood glucose was 15.7 mmol/l at the end of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.